Manufacturer narrative:
A ge oec service rep investigated the issue was found to be an image intensifier power supply that was failing. The facility biomed engineer ordered and replaced the power supply to correct the issue. There was no info available from the facility with respect to this issue. No injury resulted.

Event description:
The ge oec 2600 uroview fluoroscopy system had x-ray techniques that tracked to the maximum exposure. The system would not image. No pt involvement.